Event description:
On (B)(6) 2012, the reporter contacted lifescan (lfs) in (B)(4) alleging they received a onetouch verioiq meter and usb cable in a white box instead of a healthcare professional (hcp) kit. There is no indication that the subject meter caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the cca. Replacement products were sent to the patient.